Manufacturer narrative:
(B)(4). G2: foreign - event occurred in spain. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the device was found with broken and deteriorated pieces. There were no known impacts or consequences to the patient. Attempts have been made and no further information has been provided.